Event description:
Retprospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") and pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tubal ligation. Concurrent conditions included local anaesthesia and skin irritation (due to fake or costume jewelry). In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("coil migration/ plaintiff discovered an essure coil in her bathing suit/ expulsion of the essure coil from plaintiff's body"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), back pain ("back pain"), alopecia ("excessive hair loss"), teeth brittle ("brittle teeth"), breast tenderness ("breast tenderness"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (had to be terminated) and surgery (laparoscopic hysterectomy with bilateral salpingectomy with laparoscopic removal of remaining essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, pelvic pain, device expulsion, menorrhagia, dysmenorrhoea, migraine, fatigue, back pain, alopecia, teeth brittle, breast tenderness, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, breast tenderness, depression, device expulsion, dysmenorrhoea, ectopic pregnancy, fatigue, menorrhagia, migraine, pelvic pain and teeth brittle to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) respectively. She was (B)(6) years old at the time of reporting. Patient had essure insertion in (B)(6) 2007. Plaintiff discovered an essure coil in her bathing suit after a trip to the beach. She notified doctor the following monday and brought the coil in a (B)(6) bag to doctor office for her appointment on that wednesday. He immediately sent her to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done and she did not need to rely on back-up birth control. Approximately two years following the expulsion of the essure coil from plaintiff body, she became pregnant. It was determined that the pregnancy was ectopic and had to be terminated. Within six months plaintiff became pregnant again. Plaintiff was told by doctor that she was that one in a million. On (B)(6) 2012, plaintiff gave birth via c-section to a son. Doctor performed a bilateral tubal ligation immediately following the birth. The remaining left coil was not removed during this procedure. As her symptoms increased, plaintiff returned to doctor and asked whether the left coil had been removed during her tubal. It was discovered that it was not removed. Further, plaintiff has not been tested for a nickel allergy, but cannot wear "fake" or costume jewelry, which often which contains nickel due to skin irritation. Diagnostic results: plaintiff sent to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") and pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tubal ligation. Concurrent conditions included local anaesthesia and skin irritation (due to fake or costume jewelry). In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("coil migration/ plaintiff discovered an essure coil in her bathing suit/ expulsion of the essure coil from plaintiff's body"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), back pain ("back pain"), alopecia ("excessive hair loss"), teeth brittle ("brittle teeth"), breast tenderness ("breast tenderness"), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (had to be terminated) and surgery (laparoscopic hysterectomy with bilateral salpingectomy with laparoscopic removal of remaining essure). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the ectopic pregnancy, pelvic pain, device expulsion, menorrhagia, dysmenorrhoea, migraine, fatigue, back pain, alopecia, teeth brittle, breast tenderness, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, breast tenderness, depression, device expulsion, dysmenorrhoea, ectopic pregnancy, fatigue, menorrhagia, migraine, pelvic pain and teeth brittle to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) and (B)(4) respectively. She was forty (40) years old at the time of reporting. Patient had essure insertion in march or (B)(4) 2007. Plaintiff discovered an essure coil in her bathing suit after a trip to the beach. She notified doctor the following monday and brought the coil in a ziploc bag to doctor office for her appointment on that wednesday. He immediately sent her to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done and she did not need to rely on back-up birth control. Approximately two years following the expulsion of the essure coil from plaintiff body, she became pregnant. It was determined that the pregnancy was ectopic and had to be terminated. Within six months plaintiff became pregnant again. Plaintiff was told by doctor that she was that one in a million. On (B)(4)2012, plaintiff gave birth via c-section to a son. Doctor performed a bilateral tubal ligation immediately following the birth. The remaining left coil was not removed during this procedure. As her symptoms increased, plaintiff returned to doctor and asked whether the left coil had been removed during her tubal. It was discovered that it was not removed. Further, plaintiff has not been tested for a nickel allergy, but cannot wear "fake" or costume jewelry, which often which contains nickel due to skin irritation. Diagnostic results: plaintiff sent to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. Concurrent conditions included local anaesthesia and skin irritation (due to fake or costume jewelry). In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("coil migration/ plaintiff discovered an essure coil in her bathing suit/ expulsion of the essure coil from plaintiff's body"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), back pain ("back pain"), alopecia ("excessive hair loss"), teeth brittle ("brittle teeth"), breast tenderness ("breast tenderness"), depression ("depression"), anxiety ("anxiety"), autoimmune disorder ("auto immune disorder nos"), hypersensitivity ("hypersensitivity"), headache ("headache") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (had to be terminated and laparoscopic hysterectomy with bilateral salpingectomy with laparoscopic removal of remaining essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, device expulsion, menorrhagia, dysmenorrhoea, migraine, fatigue, back pain, alopecia, teeth brittle, breast tenderness, depression, anxiety, autoimmune disorder, hypersensitivity, headache and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, breast tenderness, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and teeth brittle to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) respectively. She was forty (40) years old at the time of reporting. Patient had essure insertion in march or (B)(6) 2007. Plaintiff discovered an essure coil in her bathing suit after a trip to the beach. She notified doctor the following monday and brought the coil in a ziploc bag to doctor office for her appointment on that wednesday. He immediately sent her to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done and she did not need to rely on back-up birth control. Approximately two years following the expulsion of the essure coil from plaintiff body, she became pregnant. It was determined that the pregnancy was ectopic and had to be terminated. Within six months plaintiff became pregnant again. Plaintiff was told by doctor that she was that one in a million. On (B)(6) 2012, plaintiff gave birth via c-section to a son. Doctor performed a bilateral tubal ligation immediately following the birth. The remaining left coil was not removed during this procedure. As her symptoms increased, plaintiff returned to doctor and asked whether the left coil had been removed during her tubal. It was discovered that it was not removed. Further, plaintiff has not been tested for a nickel allergy, but cannot wear "fake" or costume jewelry, which often which contains nickel due to skin irritation. Diagnostic results: plaintiff sent to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. Concurrent conditions included local anaesthesia and skin irritation (due to fake or costume jewelry). In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("coil migration/ plaintiff discovered an essure coil in her bathing suit/ expulsion of the essure coil from plaintiff's body"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), fatigue ("extreme fatigue"), back pain ("back pain"), alopecia ("excessive hair loss"), teeth brittle ("brittle teeth"), breast tenderness ("breast tenderness"), depression ("depression"), anxiety ("anxiety"), autoimmune disorder ("auto immune disorder nos"), hypersensitivity ("hypersensitivity"), headache ("headache") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (had to be terminated and laparoscopic hysterectomy with bilateral salpingectomy with laparoscopic removal of remaining essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, device expulsion, menorrhagia, dysmenorrhoea, migraine, fatigue, back pain, alopecia, teeth brittle, breast tenderness, depression, anxiety, autoimmune disorder, hypersensitivity, headache and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, breast tenderness, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and teeth brittle to be related to essure (ess205). The reporter commented: the plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) respectively. She was forty (40) years old at the time of reporting. Patient had essure insertion in (B)(6) 2007. Plaintiff discovered an essure coil in her bathing suit after a trip to the beach. She notified doctor the following monday and brought the coil in a ziploc bag to doctor office for her appointment on that wednesday. He immediately sent her to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done and she did not need to rely on back-up birth control. Approximately two years following the expulsion of the essure coil from plaintiff body, she became pregnant. It was determined that the pregnancy was ectopic and had to be terminated. Within six months plaintiff became pregnant again. Plaintiff was told by doctor that she was that one in a million. On (B)(6) 2012, plaintiff gave birth via c-section to a son. Doctor performed a bilateral tubal ligation immediately following the birth. The remaining left coil was not removed during this procedure. As her symptoms increased, plaintiff returned to doctor and asked whether the left coil had been removed during her tubal. It was discovered that it was not removed. Further, plaintiff has not been tested for a nickel allergy, but cannot wear "fake" or costume jewelry, which often which contains nickel due to skin irritation. Diagnostic results: plaintiff sent to the hospital for an hsg. Plaintiff was told that there was so much scar tissue from the coil being in her fallopian tube for so long that her right tube was still completely occluded so nothing needed to be done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event headache, genital bleeding, autoimmune disorder and hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.